Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. Due to a severely angulated proximal aortic neck of greater than 60 degrees, a type 1 endoleak was noted at the conclusion of the procedure. On (B)(6) 2012, an intervention occurred whereby a palmaz stent was implanted to treat the endoleak. The endoleak was fully resolved and the patient tolerated the procedure.